Event description:
At the end of a day, a person washing the floor four feet from this device noticed that thick black smoke was coming from the housing and immediately unplugged the device. Four or five minutes later, the smoke cleared. The rptr stated that every electronic component inside the device was damaged. The rptr is concerned because, although the device was plugged in, it was not running a cycle and if someone had not been in the room, there could have been a fire. The device was purchased 7/91.